Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on sunday (B)(6) there was an issue with a foley catheter. Customer was trying to remove the foley for the patient in room 2 and could not get the saline out of the balloon. They had tried multiple times and were unable to get it. Customer grabbed a new syringe and attempted and was unable to remove any saline. The syringe would draw back but only air would come out. They repositioned the tubing without any success. The only way they were able to get the saline out of the balloon was to cut the tubing of the saline port.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: f, g, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6), there was an issue with a foley catheter. Customer was trying to remove the foley for the patient in room 2 and could not get the saline out of the balloon. They had tried multiple times and were unable to get it. Customer grabbed a new syringe and attempted and was unable to remove any saline. The syringe would draw back but only air would come out. They repositioned the tubing without any success. The only way they were able to get the saline out of the balloon was to cut the tubing of the saline port.